Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's optical switch and zero board were replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunction that did not involve any injury, to determine whether they ar reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter (B)(4).

Event description:
The manufacturer received information alleging a ventilator was not working. There was no harm or injury reported.